Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl most likely was due to a large piece of calcification at the left coronary cusp extending into the left ventricular outflow tract (lvot) and also to sub-optimal position as the valve was deployed approximately 2-3mm below the annulus. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The procedure was successfully completed with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed approximately 2mm to 3 mm below the annulus. An echocardiogram and aortogram indicated severe paravalvular leak (pvl) that was most likely due to a large chunk calcification at the left coronary cusp extending into the left ventricular outflow tract (lvot). A post implant balloon aortic valvuloplasty was performed, however the pvl was still apparent. A second transcatheter bioprosthetic valve was successfully deployed, valve-in-valve, which improved the pvl to mild to moderate. No additional adverse patient effects were reported.